Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with a 385cc mentor memorygel breast implant (right) and a 470cc mentor memorygel breast implant (left) experienced bilateral grade iii/IV capsular contracture postoperatively. The patient had a consultation on (B)(6) 2020 due to capsular contracture symptoms; bilateral breast pain, discomfort, and difficulty raising arms. The diagnosis was confirmed by a healthcare professional. The patient was scheduled for a revision surgery on (B)(6) 2020. However, due to the covid-19 situation, the surgery is currently on hold, and no date has been set at this time of report. If additional information is received in the future, a supplemental report will be submitted. This report is for the right prosthesis.

Manufacturer narrative:
On 3-jun-2020, the suspected medical device was returned for evaluation. The date of explantation was not provided and estimated as the first day of the month in which the device was returned. The relevant fields have been updated. On 17-jun-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).